Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported loud noise/sound & battery charge failure. It is unknown if the device was in use at time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 06may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Fse confirmed unit was making a loud noise. Issue with battery not charging was not confirmed. The manufacturer's field service engineer (fse) replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.